Manufacturer narrative:
(B)(4).

Event description:
It was reported that the stimloc screw broke while being used during the implant procedure. Another screw was used to complete the implant. Pt outcome was not reported. Additional info has been requested, but was not available as of the date of this report. A f/u report will be sent if additional info becomes available.